Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that low insulin alert was not working properly and could not be heard. Customer's blood glucose level was unknown at the time of incident. Customer stated that there was chipping at the insulin reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no physical damage to reservoir tube noted. However cracked battery tube thread noted. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted.